Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) pump not used due to the physician saw "unusual plastic around the pump he decided to open a new pump to implant." A different pump was used to achieve the desired results. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Suspect medical device correction: updated to reflect ams 800 urinary control system pump as the device in question.

Event description:
It was reported the patient had his ams 800 urinary control system with inhibizone pump not used due to the physician saw "unusual plastic around the pump he decided to open a new pump to implant." A different pump was used to achieve the desired results. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) pump not used due to the physician saw "unusual plastic around the pump he decided to open a new pump to implant." A different pump was used to achieve the desired results. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Outcomes attributed to adverse event: corrected.